Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/30/2016. (B)(4). If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pediatric patient underwent an emergency procedure to repair a laceration on (B)(6) 2016 and topical skin adhesive was used. The patient reacted to the topical skin adhesive with a burning sensation. The first application was removed and a second application was applied. The second application had no adverse effect and the procedure was completed. Additional information has been requested.

Manufacturer narrative:
Additional narrative: how many layers of dermabond were applied? 4-5. What tissue was the dermabond applied to? Face or neck.

Manufacturer narrative:
The representative sample was returned for evaluation. Visual evaluation was performed and no anomalies or defects were observed. Functional examination revealed that the sample meets the specification requirements for setting temperature and setting time. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.